Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a low blood glucose incident. The customer reported drinking soda to raise their blood glucose. The customer stated the low occurred after the customer changed the infusion set. The customer reported another low incident occurred the night prior. The customer also noted having 10 units of insulin delivered in one correction. The customer reported normally using 10 units of insulin over a three day period. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.